Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm due to force sensor zero offset out of specification. Unable to download and verify pump error alarm, problem isolated to the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump had broken force sensor detected during seating or regular delivery alarm. The customer reported that she had critical pump error that prompted her to use other insulin treatment. She noticed that it was buzzing and, so she pulled it out of her pocket and her insulin pump had a message of critical pump error. Delivery stopped. The customer considered other insulin treatment. The customer stated that she doesn't know what her blood sugar was at the moment but her blood sugar was currently 433mg/dl. The customer wasn't able to clear the alarm. Customer states they were not able to rewind the insulin pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.